Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during the case, the balloon burst. The staff used another device to complete the case. No additional blood loss, no tissue damage, nothing fell into the pt cavity, and operative time was not extended more than 30 minutes. No pt info available.